Event description:
It was reported that a pump declared alarm during insulin therapy. There was no reported impact to the customer¿s blood glucose level. The customer was unable to resume insulin therapy due to recurring alarms, and technical support assisted by providing instructions for loading a new cartridge, though the issue persisted. Subsequently, technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections as a backup therapy. The customer was guided on how to put the pump into storage mode before returning it with a prepaid label.